Manufacturer narrative:
Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the unit was warmer then unusual during the pre-repair diagnostic testing, however it was further determined that the device passed all the pre-repair diagnostics. During service/repair, it was observed that there was an unknown liquid residue on the front end of the motor, and the ball bearings were corroded. It was determined that there was an unknown debris on the electronic control unit (ecu) back plate and the device showed signs of immersion. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to improper cleaning methods and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the unit was warmer then unusual during the pre-repair diagnostic testing. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.